Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted into the patient's left femoral artery. The iab began to unwrap and became stuck in the sheath. As a result, the md removed the iab leaving the sheath in place. The md requested another iab for insertion. There was no reported patient death or injury. The delay in iab therapy was listed as "a few minutes, 1 or 2 minutes." Reference MDR: 1219856-2010-00399 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.